Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Update: 4/16/2013- pfs and medical records received. Part/lot was provided. There is no new additional information that would affect the existing MDR decision. Update rec'd 4/16/2013-pfs and medical records received. After review of the medical records the revision operative note indicated the cup was also revised, but only because the metal liner wasn¿t able to be removed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/28/2014 update jan 12, 2018: pfs and medical records received. In addition to what were previously alleged, pfs alleges walking difficulty. After the review of medical records, it was stated that the patient was revised to address painful metal-on-metal left total hip replacement. Clinical notes reported synovitis. Added new associated contacts. Added stem due to reported high metal ions. No metal ion levels were reported. This complaint was updated on: january 26, 2017.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4).